Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 28x2.25mm promus premier drug-elutig stent was deployed for treatment. However, when the device was taken out from the patient's body, it was observed that the shaft of the catheter was broken. Both pieces of catheter were removed without any issues. The procedure was completed with no patient complications were reported, and the patient was fine.